Event description:
During pentax internal review it was discovered on (B)(6), 2021 that the same event was filed under MDR (9610877-2021-00124) which was submitted on (B)(6), 2021. Therefore MDR (9610877-2021-10192) filed on (B)(6), 2021 is considered a duplicate report.

Manufacturer narrative:
During pentax internal review it was discovered on (B)(6), 2021 that the same event was filed under MDR (9610877-2021-00124) which was submitted on (B)(6), 2021. Therefore MDR (9610877-2021-10192) filed on (B)(6) 2021 is considered a duplicate report.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. Evaluation summary: it was caused due to a resistance against a part of the tubing adapter left over from the previous procedure by that was not removed the customer. It is customer mistake. This report is being filed as part of the pentax backlog management plan.

Event description:
Date of event not known for the exact date, we just know the year the complaint was sent in to manufacture. This event occurred at the time of reprocessing. There was no report of patient harm. Difficult to pass brush thru scope.